Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the allegation against the product was not confirmed. The previously capped rv lead was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The previously capped rv lead was explanted.